Event description:
It was reported that during the pulse generator change out procedure, electrocardiogram revealed the pacing rate dropped to 35 beats per minute for several seconds during use of electrocautery. The patient is pacemaker dependent but was under anesthesia at the time. The device was explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.